Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device.  The following reports are being submitted: (B)(4). Patient information.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and display device occurred. No data was provided for evaluation. The complaint device was returned for evaluation on 08/27/2018. The device was visually inspected, and pass. Performed a pairing test with nordic bluetooth device and failed. Transmitter functional test was unable to be performed. Performed share log review and no data was found. The reported event of a loss of connection was confirmed. The probable cause is a defective transmitter